Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and is consistent with an unknown code corruption. Further testing could not reproduce the backup condition. Longevity assessment was performed and found to be in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device was not used when it was noted to be in backup vvi mode.